Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), comprehensive remediation plan for diabetes. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the patient had a high glucose event on (B)(6) 2021. The patient was sent to the hospital, but did not stay overnight. The patient's blood glucose at the time of the event was 26 mmol/l. The patient took a ketone measurement, and received a reading of 2.8 mmol/l. The patient reported that they had a kinked cannula and that it was not inserted properly into their skin. The patient reported no pump issues, and upon performing a displacement verification test, an hp test, a self test, and a 5u cannula fill during troubleshooting, they experienced no issues. No further patient complications were reported. The patient will continue use of their pump.